Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the preventive maintenance of a 980 ventilator the service engineer (se) was not able to calibrate the o2 (oxygen sensor). The ventilator was not in use on a patient at the time of the reported event. The se replaced the o2 sensor and performed calibrations and extended self-testing on the device and all tests passed.